Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore a lot history review was performed. The device was not returned for evaluation. Therefore, the malfunction is inconclusive for nonstandard device. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 7711800 chronic catheter allegedly experienced nonstandard device. This report was received from one source. One patient was involved with no patient contact. The patients¿ age, weight, and gender were not provided.